Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a motor error alarm during basal. The customer confirmed that the device was recently exposed to magnetic resonance imaging. The customer also reported that the insulin pump had a battery out limit and a motor position encoder error alarm. Blood glucose level was 112 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed and no motor position encoder error alarm could be verified due to the motor error alarm. No battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.